Event description:
One sample ID (sid) (B)(6) was misread as (B)(6) on an atellica sample handler. The misread sid (B)(6) did not have a work order and no tests were processed for that sid. The sample with sid (B)(6) was rescanned and tested for an unspecified covid test. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one sample ID (sid) (B)(6) was misread as (B)(6) on an atellica sample handler. There is no evidence of a consumable malfunction and no discordant results were obtained on the patient sample. Siemens is investigating the event.

Manufacturer narrative:
The initial MDR 2432235-2023-00066 was submitted on 14-feb-2023. Additional information (10-mar-2023): siemens evaluated the available information, including pictures of the barcodes. This customer is utilizing interleaved 2 of 5 barcode symbology without check digit. This barcode type is not recommended per auto2-a2 laboratory guidelines and must have a check digit for use with the atellica solution (ats) per the siemens site survey. The atellica solution online help states, "the system supports the interleaved 2 of 5 (itf) symbology with or without a check digit. If using interleaved 2 of 5 with a check digit encoded, the tube character station (tcs) may not properly scan the barcode without enabling the tcs camera checksum feature." The cause of the sample identification misread is not using a check digit in the sample barcode. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.